Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 105 mg/dl at the time of the call. The customer was asked to send the device back for analysis but has not done so yet.

Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.